Event description:
It was reported that there was a patient death. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure the patient coded and was put on life support. A few days later the patient passed away.